Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No other device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No other device was implanted. No adverse patient effects were reported.